Event description:
The customer called in a panic because the column had been lowered onto the foot pedal while a patient was on the table. Because the column was on the pedal, they could not operate the table at all. The customer was walked through unplugging the foot pedal so that the hand control would operate. This was successful. There was no harm done the patient. The customer is stating that the foot pedal is operational and no damage was done.